Event description:
The customer reported the system experienced uncommanded x-rays. No report of pt and/or staff injuries.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and cables were reseated. Also, the power supply was adjusted. The system was then found to be operating as intended.